Manufacturer narrative:
The retrieved components were examined visually and microscopically. No destructive analysis was performed. Damage was observed on the inferior surface and underside of the femoral head. Sem/edax analysis identified compositional elements of stainless steel (B)(4) in these regions, indicating that the head likely contacted a surgical instrument during implantation/extraction. The surface of the stem displayed burnishing with little bone cement attachment; these features are consistent with loosening. Discoloration due to absorption of biological fluid was observed on the backside of the liner. Burnishing and scratching, likely due to third-body debris (bone chips, bone cement, etc), was observed on the articular surface of the liner.

Event description:
It was reported revision surgery was performed.